Event description:
Following an anterior repair, the patient returned to the doctor for a six-week follow up. Upon examination, the doctor found a nickel sized piece of exposed mesh directly under the urethra. The patient was sent home with instructions to use premarin vaginal cream for two weeks then return to doctor for another exam. No further complications have been reported.